Event description:
This complaint was submitted via genesis in spanish. Translation is as follows: triggering the injection automatically, defect is intermittent, depending from where they touch the screen. Patient was connected, but there was no injury nor any damage. The customer reported that in the night, during the attempt of performing patency check by tightening the button for this function. The machine shooted injection of the contrast performing the injection protocol at the wrong moment. Reporter states that when performing customer training during some injection tests the same problem happened, providing the customer informed defect. Evaluated the defect and identified that the front cover is with internal reliever generating the contact in the start button even when we do not set the field corresponding to it. To solve the problem will be requested the front cover, so available the service will be done. The equipment is operational, but with this.